Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing would not prime could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 gravity set v/nv ckv 3ss 10dp experienced flow issues. The following information was provided by the initial reporter: I spiked a 1000 ml lr and the fluid would only fill the drip chamber. It would not prime the line. I had this same thing happen last week but the drip chamber filled and the tubing primed but it would not run after that and caused us to start a second IV site.